Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient was experiencing a lack of therapeutic efficacy. The patient had high impedance on a majority of their lead contacts. The patient also reported experiencing a periodic shocking sensation. It was noted that the patient was previously in a car accident. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the entire system was explanted and replaced. Postoperatively, the patient has effective therapy.